Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints. The investigation was unable to determine a cause for the reported difficulties. It may be possible that the distal sheath of the supera delivery system was bent or restricted within in the anatomy such that the ratchet was unable to engage the stent properly preventing full deployment; however, this could not be confirmed. The tip separation likely occurred as the partially deployed stent was being withdrawn into the introducer sheath causing the tip to separate due to the reduced clearance. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion with heavy calcification in popliteal artery. The supera self-expanding stent system (sess) was advanced to the target lesion with no difficulties through a 6fr sheath. The sess began deploying per the instructions for use at the target lesion; and was thought to be deployed. However, during removal of the device, it was noted that the stent was not deployed which caused the nose cone to separate from the device. The sess including the stent were removed. A snare device was used to retrieve the nose cone successfully. A non-abbott stent was used to cover the lesion successfully. There was no resistance during advancement or during deployment of the device. The patient remained stable. No additional information was provided.